Event description:
It was reported by service report that the bed had a failed wire harness number 2, tilt sensors and cpu. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Wire harness, angle sensor.